Event description:
It was reported that the patient presented in-clinic for a routine follow-up, externalized conductors on the lead were observed. The electrical measurements were normal and no anomalies were observed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.